Event description:
Complainant alleged that the device was unable to obtain ECG signal via paddles or mfe. Complainant did not indicate that there was any pt involvment in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, andthis complaint is still under investigation.